Event description:
A patient on peritoneal dialysis (pd) had surgery on the pd catheter (not a fresenius product) a few weeks prior. In additional follow-up, the patient's pd nurse confirmed the patient had pd catheter revision due to adhesions. The nurse stated the patient has been able to complete pd treatments without any adverse effects related to use of the cycler or any other fresenius products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).